Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter having a battery indicator issue. On the same day between 3 and 4pm, the patient developed symptoms described as "shakiness" after the battery indicator issue first occurred. The patient reportedly could not obtain a blood glucose reading at the time of concern. However, the patient did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. In addition, the patient did not test on any other device at the time of concern. It would have been helpful to know the diabetes medication regimen and testing frequency, and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the battery indicator issue was not resolved although the battery was replaced per the owner's manual, and there was no evidence of product misuse. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hypoglycemia after the battery indicator issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.